Event description:
The external pulse generator was returned in accordance with corrective field action instructions and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed. Visual inspection revealed no anomalies. Bench analysis found that all tests passed. All circuitry was operating normally. The log was also analyzed, the device had normal power ups, during a scheduled battery/super cap measurement, the super cap measured high which caused an error. The next power up cycle caused the displayed error to occur. Conclusion: the reported event was confirmed, but the cause of the error could not be determined.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming functional testing due to its main printed circuit board (pcb) being misaligned. The pcb was realigned and when retested it passed. Analysis also noted that both the battery wire insulation and the display wire insulation were pinched, though the insulation was not compromised, that the encoder nuts were not torqued to specification and that one case screw was contaminated. (B)(4).